Manufacturer narrative:
Additional information- d10, g4, g7, h2, h3, h6, h10. UDI#: (B)(4). The device was returned for evaluation. Physical damage was found throughout the unit including a partially melted lamp. The reported complaint was confirmed from the evaluation. Damaged and misaligned heat mirror would allow the unit to overheat, creating the reported issue. Additional damage to the power entry module, turrent, bezel, top trim, control board, and fan wire identified. Replacement control board, power entry module, turrent, bezel, top trim, mirror, lamp and fan wire required. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Between 05 nov 2019 and 30 jun 2020, approximately (B)(6) mdrs submitted electronically by integra lifesciences via (B)(4), integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between (B)(4) and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the (B)(4) application to a new data center during the transition of integra's corporate headquarters from (B)(4). Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05 nov 2019 through 30 jun 2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource started to smoke. When a technician picked up the device from the facility, he found the power entry module was 1/4 pulled out of place and the device was still hot. The incident date was unknown. There was no known patient injury or surgery delay.